Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Insulation damage was suspected on the rv lead but was unable to be confirmed. Provocative testing was performed and the noise was able to be reproduced. Additionally, the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.